Event description:
It was reported that during testing the downstream occlusion (dso) seal was bubbled and delaminated and the rear piezo muffled and almost inaudible. There was no patient involvement or patient harm. Investigation findings included a ripped dso seal, which is a reportable malfunction that could result in pump fluid ingress.

Manufacturer narrative:
One device was returned for analysis of complaint of bubbled downstream occlusion (dso) seal, which is not a reportable malfunction that could result in patient harm. However, investigation found a ripped dso seal, which indicates that the integrity of the seal was compromised and could result in fluid ingress. No services records found in the last 12 months. Review of event log found no alarms related to the complaint. Visual and functional testing was performed, and the dso seal was found to be ripped. The dso seal was replaced.